Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a percutaneous nephrostomy drainage, the ultrathane mac-loc locking loop multipurpose drainage catheter was found leaking at the joint. The device was removed and the procedure was successfully completed with the use of a new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Correction to device evaluated by MFR: device had been returned at the time of the initial submission. Investigation/evaluation: a review of the dimensional verification, functional test, complaint history, device history record, documentation and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the failure of leakage. Leakage testing was performed and identified visual proof of a leak at the mac-loc hub. A pull test was conducted and determined the cap and tubing to be properly secured to the hub. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. This complaint is related as it is reported from the same facility for the same failure. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.